Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on asymptomatic patients that results positive when using the simplexa covid-19 direct assay, but negative upon repeat on a competitor assay (thermofisher). Runs from the simplexa assay and competitor assays were not provided for analysis. Investigation by the diasorin molecular scientific affairs specialist determined contamination of the lab caused the false positive issue. No further issues occurred after decontamination. Issue not confirmed. Retain testing is no longer possible since the kit lot expired on 11/30/2020, but not required since the root cause was determined to be environmental contamination at the customer site. Batch record review showed the critical component, reaction mix mol4151 lot# 7849n, met all qc release criteria prior to kit release. Mol4151 lot# 7849n was tested using a total of 35 no-template controls (ntc) replicates with zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# 7484n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on asymptomatic patients that results positive when using the simplexa covid-19 direct assay, but negative upon repeat on a competitor assay (thermofisher). The customer confirmed the alleged false positive results were not reported to a diagnosing physician and no alleged harm occurred. Patient information and sample collection method was not provided.